Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient experienced inaccurate cgm values which occurred an unspecified day after the sensor had been inserted (no information about the insertion site). The patient showed signs of intermittent cognitive decline, with issues in brain function and cognitive deficits. The patient refused to be treated with glucose tablets and was taken to the hospital by taxi with her husband. At an unspecified time of the event the cgm reading was 3.9 mmol and the bg reading was 2.6 mmol. The reporter believes that the dexcom sensor may have caused brain damage and contributed to the intermittent cognitive issues. At the time of the report the patient was not feeling well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was in the hospital for more than 24 hours.